Event description:
This pt underwent a laparaoscopic cholecystectomy. During surgery, the surgeon was using laparoscopic spatula and noted that the end broke off. He retrieved the broken piece without any further problems and there was no harm to the pt. The pt was discharged in 2003 in satisfactory condition.